Event description:
Caller stated that she wore a face mask on (B)(6) 2022 to a doctors appointment and suffered itching, redness, rash, over her eyes, face, neck and arms. Later she started feeling a headache. She took benadryl to help with the itching. She called the number on the box and was told they will send her another n95 mask which is hypoallergenic but she declined.